Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Inside the green introducer sheath, the coil was severely buckled and could not be moved. The hemostatic valve and microcatheter used in the procedure were not returned for analysis. Using an in-house hemostatic valve, it was found that the buckled section of coil lined up with the adjustable valve. Proximal to the buckled section, the remainder of the coil was stretched. Distal to the buckled section, the first six coils off the ball tip were undamaged. The coil was returned with severe damage to the proximal end. The evidence suggests that interference contributed to the complaint event. It cannot be determined if the adjustable gasket inside the hemostatic valve that was in-line with the buckled coil contributed to the complaint event. Therefore; the exact source of this interference cannot be determined. In addition; without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. Since there was no manufacturing issue found, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltaplush coil could not be inserted into the microcatheter due to strong resistance inside the sheath and the coil was found to be damaged during analysis.